Event description:
Ventilator went inop. When ventilator arrived at equipment area it was making a faint high pitched sound that was difficult to track down but was from the unit. When unit was plugged in and turned on it went away.